Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, an insulation breach was noted on rate/sense portion of this lead. This portion of the lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
No products were returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.